Event description:
The dental implant gfx3011s was removed on (B)(6) 2017 3 months and 5 days after implantation due to failure to osseointegrate. The patient has no significant medical history and will need another surgical intervention.